Manufacturer narrative:
Concomitant products: product ID 747260, serial # (B)(4), product type extension; product ID 37081-60, serial # (B)(4), product type extension.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that neurostimulation no longer had effect. A system check was done and impedances were in range. The extension was fractured so a revision was done. The ins and extension were explanted and replaced.